Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing power cable disconnects while connected to both mobile power unit and power module power. Log files were submitted for review. The event log file captured a couple connect to power events back on (B)(6) 2025 while the patient was switching power sources. Some events of the patient disconnecting the power leads back and forth from the mpu to battery power were seen but no connect power events were noted on (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical alarms was confirmed. The submitted and downloaded log files did not indicate any issues with the system controller. No atypical alarms were observed. Routine events including power source exchanges were observed. The system controller (B)(6) was returned for testing. Of note, when connecting to the power module, an audible alarm was noted; however, no visual alarms were observed. The system controller was disassembled for further analysis. Insulation testing was performed on the power cables and the yellow (alarm out) internal wire was found to short to the shield. This finding is consistent with the prior observed audible alarm when connected to power. The original power cables were stripped and exposed conductors on the yellow internal wire of the black power cable was observed consistent with insulation test findings. The controller power cables were replaced and the controller was retested and passed all tests per procedure. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be a short to shield on the yellow (alarm out) internal wire. Incidental finding: during testing a driveline power fault alarm activated. The system controller was disassembled for further analysis. The f7 fuse was measured and found to be electrically compromised. The fuse was replaced and the driveline power fault alarm resolved. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.